Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-069: using incorrect test strip. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the initial concern was resolved. Able to establish contact with customer who stated is comfortable with the glucose readings from the product. Sister advised that she did purchase the correct strips.

Event description:
Consumer reported complaint for hi blood glucose test results. Sister is calling on behalf of the customer. Sister stated customer got an hi on her meter about 1 month ago. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Customer is not using the correct test strips for the meter; customer using competitors strips. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.